Manufacturer narrative:
The auto mode information provided with the initial report was incorrect. The correct information has been included with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the auto mode feature was not active at the time of high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 485 mg/dl at the time of incident. Customer experienced no symptoms for high blood glucose event. Customer was treated with insulin for high blood glucose level. Customer was assisted with troubleshooting for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was actively not on at the time of high blood glucose even. The insulin pump will not be returned for analysis.